Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, determined that the medlink was associated with the wrong uniform resource locator (url). A technical support specialist (tss) verified that the medlink shortcut was pointing to an incorrect url and identified the correct server fqdn. The medlink shortcut was updated on the affected pcs to use the correct pyxis es medlink url; however, login continued to fail with an unknown application error. Log review revealed rabbitmq connectivity errors. After restarting the rabbitmq services, the medlink portal became accessible, and the customer confirmed successful access and requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the shortcut to the pyxis es medlink site was broken. There were no adverse events or injuries reported based on this event.